Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd concentric luer-lok¿ syringe was cracked. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd concentric luer-lok¿ syringe was cracked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was returned for investigation and observed broken thumb press. Three actual samples was returned for investigation and subjected visual inspection. Observed broken thumb press and plunger rod. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: probable cause for this non-conformance happened at the assembly machine when there was poor throw out at the auto rejected at the auto-eject station caused the plunger slant hence syringe part caught into tooling dial pocket therefore resulted as broken thumb press and plunger rod. The defective parts could have not been properly captured by the production technician which resulted escapees to the downstream process.